Manufacturer narrative:
Update to h3: device evaluated by manufaturer changed to "yes" the screws and rod were returned and evaluated by product engineering. Visual inspection determined there were markings on the rod and set screw and it appears the rod was pulled from the tulip, such that the dimple "fell off" the end of the rod and into the rod inserter feature. One of the set screws presented with excessive or unusual marring around the top chamfer of the hexalobe. This may be an indication that the final driver was not fully engaged and therefore, the full locking torque wasn't delivered. Product engineering identified the set screw was at least provisionally locked, but the marring and the sliding both indicate that it was not final locked. Review of labeling: possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On (B)(6) 2024, it was observed via x-ray that there was a potential loosening/migration of a mariner mis rod in a patient. The surgeon scheduled a revision surgery on (B)(6) 2024. Customer reports patient is asymptomatic and there was no alleged patient injury. Although requested, no further information was provided. See MDR 3012120772-2024-00085 for one of the returned pn md1-100016, 3012120772-2024-00086 for pn mm1-000020, 3012120772-2024-00087 for pn 41-7555-2 and 3012120772-2024-00088 for the second returned pn md1-100016.

Event description:
On (B)(6) 2024, it was observed via x-ray that there was a potential loosening/migration of a mariner mis rod in a patient. The surgeon scheduled a revision surgery on (B)(6) 2024. Customer reports patient is asymptomatic and there was no alleged patient injury. Although requested, no further information was provided. See MDR 3012120772-2024-00085 for one of the returned pn md1-100016, 3012120772-2024-00086 for pn mm1-000020, 3012120772-2024-00087 for pn 41-7555-2 and 3012120772-2024-00088 for the second returned pn md1-100016.

Manufacturer narrative:
Explanation for h3: device is currently being evaluated, however, findings are not yet available. Results pending outcome of investigation. Review of labeling: possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.